Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon ruptured occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 6.00mm/2.0cm/ 90cm/ peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 4atm for 30 seconds. The procedure was completed with a different device. There were no patient complications.